Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of three reports involving a subdural tunneling icp monitoring kit (nl950sd) [same product lot number used by the same user facility, same physician's assistant who implanted the catheters, same adverse event experienced, different patients]. An (B)(6) year old, male, patient, with a ruptured anterior cerebral artery (aca) aneurysm was admitted to the hospital on (B)(6) 2010. The patient had the catheter implanted on (B)(6) 2010 for obstructive hydrocephalus. During a routine monitoring of the patient's cerebral spinal fluid (csf) on (B)(6) 2011, it was discovered that the patient had ventriculitis through a positive csf culture. The type of bacteria found was reported as staphylococcus non-aureus. The patient received antibiotics. The catheter was removed on (B)(6) 2011 and was replaced with a different catheter (codman bactiseal). The patient was discharged to a nursing home under hospice care.